Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The patient received inappropriate atp. Programming changes were made and resolved the oversensing issue. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.